Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Litigation alleges that the patient suffers from pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations and lack of mobility.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the provided lot codes. Per procedure, this device(s) is exempt from device history record review. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update rec'd 9/10/2014 - pfs and medical records received. It should be noted that the (B)(6) 2009 operation date was a revision from a prior hip surgery. During the (B)(6) 2009 the sleeve and stem were not revised from the prior operation so the doi of the srom stem/sleeve is unknown. The other products revised during the (B)(6) 2009 operation are unknown at this time. If/when we receive more information about the manufacturer we will update as needed. During the (B)(6) 2011 revision operation the patient was revised for pain and osteolysis. The cup and stem were revised due to the osteolysis, but are not being reported. There is no new additional information that would affect the existing MDR decision.